Event description:
Reportedly, the instrument was reloaded with a second sulu and was fired over tissue, where its jaws would not open after firing. Therefore, a second instrument was applied next to the first instrument and the second instrument's jaw would not open after firing. As a result, the procedure was converted to an open procedure (laparotomy) to remove both instruments that had locked on the tissue. After the pt was opened, both instruments' jaws opened and the case was completed without incident. Procedure: laparoscopic nephrectomy. Pt status: discharged.